Event description:
It was reported by service report that there was a broken side rail which has an exposed sharp edge. It is unknown if there was patient involvement, however no adverse consequences are reported.